Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with an endurant stent graft system that was implanted in the patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The patient proximal aortic neck diameter ranged from 20-22mm and was 10mm in length. During the index procedure, it was reported that, while attempting to deliver the bifurcated main body, the delivery system became stuck at the second last stent strut of the ipsilateral leg. The external blue slider was spinning freely and so it was opened but couldn't manually be pulled back as it was stuck. It was noted that the entire delivery system was subsequently opened manually and successfully release the stent graft from the system but still there was a lot of friction in pulling back the sheath manually. It was also reported that there was a small type ia endoleak observed at the end of the procedure. Four endoanchors were implanted as part of the planned procedure and a further 2 were implanted to treat the type ia but the leak remained. As per the physician, the cause of the event could not be determined. After the procedure the physician tried to examine the delivery system and was moving the sheath back and forward, during which a gauze got stuck in the proximal graft cover tubing of the delivery system. No additional clinical sequalae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the cause of reported difficulties with deploying the second to the last stent of the ipsilateral leg could not be determined from the films provided. Images during implant were not provided and the reported event could not be assessed, and post-implant CT¿s were also not available. The returned pre-implant CT¿s revealed that the patient had a short and conical-shaped proximal neck that ranged in diameter from 20 ¿ 23 ¿ 25mm along a 2cm length neck. The 5cm max diameter aaa wall was lined with calcification, and ~8cm below the renals the distal aortic flow lumen diameter narrowed down to ~24mm and was significantly calcified. The distal aorta then outpouched to ~25 x 35mm in diameter along a 2cm length prior to the iliac artery bifurcation. The iliac arteries were minimally tortuous with moderate levels of calcification observed bilaterally. It is possible that the vessel morphology and calcification observed within the distal aorta and iliac arteries may have contributed to the deployment difficulties. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis, and the findings will be summarized in a separate report. The exact cause of the small type ia endoleak reported at the end of the procedure also could not be determined. It is possible that implanting within the short and conical-shaped neck may have led to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the device returned with the handle disassembled; the component parts were not returned. The graft cover tip was damaged and partially bunched. The trigger had detached and there were marks observed on the surface of the trigger mechanism. The trigger mechanism was disassembled, there was no damage or stress marks evident to the components. If information is provided in the future, a supplemental report will be issued.